Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Product not returned.

Event description:
It was reported that the patient's left hip was revised due to dislocation of the head from the liner. A 28 +8 cocr head and 42e poly liner were exchanged for a different stryker femoral and liner. Rep reported that the surgeon and hospital will not release any additional information.